Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, in 2005 the patient underwent a hysterectomy during which a laparoscopic power morcellator was utilized and following the surgery, a pathology examination was performed and she was diagnosed with uterine cancer.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.